Event description:
On (B)(6) 2013, the pt underwent a laparoscopic hernia repair with intraperitoneal placement of a zenapro hybrid hernia repair device. The device was placed using polypropylene suture and spiral tacks on (B)(6) 2014, the pt presented to the emergency room with complaints of nausea, vomiting, and abdominal pain. On (B)(6) 2014, the pt underwent exploratory surgery in which dense adhesions to the graft, a bowel obstruction, and a large seroma in the hernia sac were discovered. The hernia device was excised and the bowel obstruction was relieved. Fluid from the seroma cultured positive for (B)(6). The pt was discharged to home on (B)(6) 2014 and was dong well.

Manufacturer narrative:
Investigation evaluation: investigation into this feedback included: a review of the feedback details, communication with dr. (B)(6), a review of the device history records which indicated the product was manufactured to specs, and a review of the zenapro hybrid hernia repair device IFU (B)(4). Summary of investigation findings: the root cause of the adhesions which contributed to a bowel obstruction is inconclusive. However, many factors can influence and contribute to adhesion formation including, but not limited to a pt's tendency to form adhesions, an abdominal procedure, any damage to the bowel during the initial surgery, excessive tissue incisions, prior surgeries, excessive handling of viscera, post-operative activities, and nutrition. Dr. (B)(6) indicated the dense inflammatory response this pt experienced may have been in response to the infection present in the seroma fluid. The root cause of the seroma formation relates to damage to blood and lymphatic vessels during surgery which then allows fluid and cells to leak into the tissues and form a fluid collection. Often seromas do not require any treatment and will resolve on their own. However, larger seromas may require aspiration, a drain may need to be placed until the fluid stops accumulating, antibiotic therapy may be needed if a seroma becomes infected, or in some rarer instances reoperation may be necessary.